Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was a hairline crack in the water line extending from the large cardioplegia tank to the small tank and was found to be leaking out the bottom. As a result, an alternate device was employed. It was reported that the surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient. Investigation in process but not yet completed.